Manufacturer narrative:
This report was determined to be a duplicate to manufacturer report number 2916596-2020-04541.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed a bacterial driveline infection. Surgical and drug therapy were performed. The patient passed away on (B)(6) 2020. The doctor stated the cause of the death was infection related to the ventricular assist device (vad).